Event description:
It is reported that the pt received a durom us acetabular component 52/46 l on the left side on (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to metallosis. It was also reported that "rust colored fluid & not much bone ingrowth was detected during revision. The surgeon states that there was some metallic staining on the trunnion and maybe a little corrosion.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).